Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown compress; unknown custom expandable; unknown oss tibial. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04629, 0001825034 - 2019 - 04630, 0001825034 - 2019 - 04631.

Event description:
It was reported that the patient had been implanted with a femoral compress expandable system on an unknown date. X-rays have identified that the device has fractured, and metallosis has been seen during previous expansion surgeries. The patient's skin has turned gray in color due to this malfunction. The reported indicates that the patient will be undergoing a revision in the near future. Attempts have been made and no further information has been provided.